Event description:
Information received indicated the left intermediate siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail sticking. He cleaned and lubricated the latch to resolve the issue.